Event description:
Customer reported that insulin delivery from the pump stopped despite insulin being present in the cartridge. There was no adverse impact to the customer's blood glucose level. As the customer declined follow-up, no further actions were taken.